Event description:
The technician alleged that the head of the stretcher is stuck in the up position. No patient impact.

Manufacturer narrative:
The technician replaced the pneumatic gas spring to resolve the issue.